Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This device will be returned to boston scientific. This investigation will be updated should further information be provided, or when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. No adverse patient effects were reported.